Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient. The hcp reported that the desktop charger connector pin was bent and the patient needed a recharging belt. The issue occurred or was noticed on (B)(6) 2015. The patient was also getting poor coupling while recharging since implant. She did not get all eight boxes shaded, because of this it was taking her a long time to charge and she was not charging the implantable neurostimulator (ins) completely. The hcp stated that the ins had "gone to 0 twice." The patient's indications for use were dystonia and movement disorders. There were no associated symptoms with the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.